Manufacturer narrative:
Additional information: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem 'screen sets off ¿ not keypad' was unable to be reproduced during evaluation. Evaluation did observe depressed battery pins. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump screen sets off "not keypad". There was no known patient injury or medical intervention associated with this event. No additional information is available.